Event description:
From the product return form: "causing pain/redness" a complaint follow-up form was faxed to the practice to obtain more info. From the completed complaint follow-up form received on (B)(6), 2011.

Manufacturer narrative:
Lens has been returned to the company. The base curve and surface inspection was found to be within specs of the labeled part number.